Manufacturer narrative:
Section a4: patient weight was not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was recently admitted for outflow graft obstruction corrected by an outflow graft revision (MFR# 2916596-2025-03205). It was also reported that the patient's ventricular assist device (vad) reportedly turned itself off while being connected to the power module shortly before 10:55 am. When the vad coordinator arrived, the patient had already been placed on a different power module. While the patient was receiving the support, the vad coordinator saw the ipad screen lose all feed to the monitor despite the patient's white cable being connected and no one changing anything. There was a connect driveline alarm. The vad coordinator performed a system controller change and issued a new low flow controller. Log files were sent for review. The event log file only captured the controller exchange (B)(6) 2025 at 11:54. There were no notable events in the log file prior to the exchange of the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a pump stop event and the system controller losing communication with the heartmate touch were not confirmed. A log file was submitted for review and data from the event date of 16may2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if the cause of the pump stop event was identified, if the controller exchange resolved the communication issue, and if any products would be returned for analysis; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 06jun2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including, pump off, low voltage advisory/hazard, and no external power, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.